Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the device has a kink at 13mm from the tip while in the neutral position (between ring 1 and 2). In addition the ring #1 has broken adhesive. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right curve is placed in the template shaded area, however, the device did not curve to the left. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2016. It was reported that during an atrial flutter ablation procedure, the steering wire broke and tip damage occurred. This 7/110/2.5/8-8 intellatip mifi¿ xp temperature ablation catheter was selected; however, the catheter was bent and broken at the tip and was not steering properly. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine. However, device analysis revealed that ring #1 has broken adhesive.